Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
The treating physician reported a patient that developed a blister and a burn 1 week post treatment. The patient needed IV antibiotics and the area was drained/packed with dry gauze. Patient had no signs or symptoms until 1 week after treatment. Started to have increased, redness, swelling, and discomfort. He had a physical with his pcp that next morning where she treated him for infection. She gave im rocephrin and oral keflex. He stated he felt immediate relief. Patient stated his np told him if it gets worse over the weekend to go to the ER. He stated he wasn't feeling better by the next day so he went to the ER where they drained it and packed it with dry gauze. They also gave him IV zosyn. He stated he was feeling much better after this. The next day he went in to the emergency room again because he stated it "just didn't look right". The attending looked at it and said it looked great and exactly how they want it to look. He is doing better now and just has a follow up today ((B)(6) 2023) and stated he would update me with what his np had to say.